Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and identified that the 1-phase ups had a battery issue. The 1-phase ups was bypassed, and the system was returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. The medical device correction z-2502-2025 is planned to be implemented on the system.

Event description:
It was reported to philips that the system's uninterruptible power supply battery failed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.